Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the endoscope drill broke when the doctor started drilling into the femoral tunnel. The broken pieces of the drill were removed with the help of a grasper. The procedure was completed with a significant surgical delay using a smith and nephew back up device. No additional bone hole was required. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The drill bit is fractured into 3 pieces and is completely fractured away from the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the provided photo was reviewed and appears to show the drill device broken in pieces. However, it does not provide insight into the reported cause of the device breakage. There were no clinical factors found which would have definitively contributed to the event. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.